Manufacturer narrative:
Device evaluated by MFR: lens returned dry in lens case/vial. Visual inspection found haptic bent and deformed. Dimensional verification was performed, and the lens was found to be in specifications. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticm5_12.6, -5.50/5.00/80 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. On patients last visit bcva was 20/25 and vault value was 367.